Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, a stained address and serial number label and stained end cap sticker.

Event description:
No blood glucose levels reported. The customer reported multiple motor error alarms from the insulin pump at random times for the past couple of months. Troubleshooting was done. The customer reported that they were able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.